Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the em instruments were showing faulted in the tracking view. The medtronic representative (mr) reported that even after switching the break out box and emitter, the instruments were still shown as faulted. The mr tried three different instruments in the different ports in the break out box and all three had the same error. The lights on the break out box were normal. The instruments page was checked, the system was rebooted and the issue persisted. There was no patient present when this issue was identified.

Manufacturer narrative:
The em controller was returned for analysis. The em interface was tested on a bench system for over 24 hours and it continually tracked tools the entirety of testing. There were no faults when the system was tested in emtools. There was no failure found with the em controller. If information is provided in the future, a supplemental report will be issued.

Event description:
The em controller was replaced and the issue persisted. The system had a known good breakout box, emitter, and instruments were used. The communication cable between the em controller and the computer was reseated and different usb ports in the back of the computer were tried, but the issue was not resolved. The manufacturer representative swapped hard drives with a known good one. A known good hard drive in the system resolved the issue and it worked fine. The hard drive was duped, the software was reloaded then the system functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility of the reported issue. Analysis found that the probable cause of the issue was unable to be determined without further information since the behavior could not be replicated. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.